Event description:
Communication problems between the implant and the external equipment. An advanced bionics rep performed device evaluation and confirmed the problem. The physician decided to replace the implant with another advanced bionics spinal cord stimulator. It has been reported that the system is working acceptably and the patient is no longer experiencing communication issues.